Manufacturer narrative:
Concomitant medical devices: dtmb1d1 crt-d, implanted: (B)(6) 2019; 3058, interstim urinary mgu ipg, implanted: (B)(6) 2020; 978b128, interstim urinary mgu lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.